Event description:
According to the reporter: occurred during a robotic laparoscopic bariatric procedure. The stapling device was being applied to the stomach. The stapler was able to fire. The stapler gave slight disarticulate at the time of the stapling. Post operatively, there was temporary injury due to the fistula. The patient needed to return to the operating room to close the fistula. The event lead to or extended the patient's hospitalization time. The patient outcome is alive, with injury.